Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The implantable cardiac defibrillator was explanted. A new device was implanted on (B)(6) 2015. There were no adverse consequences to the patient.